Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 26-mar-2015 and the one (1) year warranty period has expired. The customer elected to replace the smart cable. During a follow-up, the customer indicated they have received the new spectrum smart cable and the image issue has been resolved. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However; the noted damaged to the smart cable likely caused or contributed to the loss of image. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent; the image would go out when the smart cable was manipulated. The customer stated there was a wrinkle noted in the cable behind the hdmi connecter and the issue was isolated to the cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.